Event description:
A patient reported on (B)(6) 2016 stating that they had poor coupling with recharging. They would get 0 bars, and once had 2 bars. Repositioning the recharge antenna did not resolve the issue. The patient indicated that there was "more movement" in the pocket site. The issue had occurred since (B)(6) 2016, and the patient was going to follow up with their healthcare provider (hcp). There were no related patient symptoms reported, and the indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.